Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an insulin blockage with the pump, the charging port on the pump was damaged, and the pump delivered too much insulin. Customer declined to provide additional specific information and declined follow up from tandem technical support. There was no reported adverse patient effect.